Manufacturer narrative:
Device evaluated by manufacturer: the device was returned to the complaint investigation site (cis) for analysis. Visual, microscopic and dimensional analysis was performed on the device. No issues identified with the hypotube shaft. A visual and tactile examination identified a midshaft kink just proximal from the port exchange. Examination of the crimped stent via scope found evidence of stent damage with stent struts lifted at the distal section. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. The outer diameter (od) of the undamaged crimped stent was measured using a snap gauge and found to be within specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported shaft break occurred. A 98% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca) artery. A 24 x 4.00mm promus premier select drug eluting stent was selected for percutaneous coronary intervention (pci). Following predilatation, the delivery system advanced, but could not pass through the lesion. There were multiple attempts made to position the stent at very calcified lesion. It was noted that the stent deformed, and the shaft was broken. The procedure was successfully completed with another promus premier select stent. There was no patient complications reported, and the patient's condition was very good.

Event description:
It was reported shaft break occurred. A 98% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca) artery. A 24 x 4.00mm promus premier select drug eluting stent was selected for percutaneous coronary intervention (pci). Following predilatation, the delivery system advanced, but could not pass through the lesion. There were multiple attempts made to position the stent at very calcified lesion. It was noted that the stent deformed, and the shaft was broken. The procedure was successfully completed with another promus premier select stent. There was no patient complications reported, and the patient's condition was very good.